Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that syringe 1.0ml 28ga 1/2in 10bag 500 bdd plunger movement was difficult. The following information was provided by the initial reporter: material no. 329410 batch no. Unknown. It was reported that syringes are stiff to push and draw.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 1.0ml 28ga 1/2in 10bag 500 bdd plunger movement was difficult. The following information was provided by the initial reporter: material no. 329410 batch no. Unknown. It was reported that syringes are stiff to push and draw.